Event description:
4 sets of pediatric monitoring electrodes all had the wires peeling away from the adhesive/gel backing. Leads had to be replaced several times the same day. Lot numbers of affected packages: 405755x, 402931x, 405755x, and 405755x.